Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device change out procedure. During the procedure, the right ventricular lead exhibited noise. The lead was connected to the new device and reprogrammed. All electrical values were normal. The procedure concluded successfully and the patient experienced no adverse consequences.